Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post a port placement, the subcutaneous tissue was allegedly swelled. It was further reported that after removal of the catheter, the patient was allegedly diagnosed with serratia bacterial infection. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Small splits, were noted on the attached catheter, proximal to the distal end of the cath-lock. Therefore, the investigation is confirmed for the identified fracture issue. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post a port placement, the subcutaneous tissue was allegedly swelled. It was further reported that after removal of the catheter, the patient was allegedly diagnosed with serratia bacterial infection. Reportedly, the catheter was removed. The current status of the patient is unknown.